Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and increased pacing threshold measurements. A lead fracture was suspected but not confirmed. There was pacing inhibition noted. The patient is pacemaker dependent but has not been symptomatic. Subsequent information was received indicating that the lead was surgically abandoned. A new rv lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.